Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed downstream occlusion during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed downstream occlusion during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Corrections: b5: describe event or problem: replaced "it was reported that a spectrum pump alarmed downstream occlusion during an unspecified process step." With "it was reported that a spectrum pump had a low downstream occlusion pressure during an unspecified process step." B6: relevant test/laboratory data: replaced "na" with "ni". B7: other relevant history: replaced "na" with "ni". F10/h6: health effect - impact codes: replaced "f27" with "f26". The device was received for evaluation and underwent downstream occlusion testing and passed; the occlusions occurred within the specified ranges and times. A review of the event history log revealed ''downstream occlusion!' Messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. Evaluation found the device functioned as intended and were unable to find causality. No corrective action was required. Should additional relevant information become available, a supplemental report will be submitted.